Manufacturer narrative:
(B)(4). Date sent: 01/06/2022.

Event description:
It was reported that during an unknown procedure, the device could not be fired. Another cdh23p was used to fire. The donuts were half cut. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: the procedure was a rectal resection. The device was used for the dst anastomosis. A colostomy was performed because of this issue. It is unknown if it was planned before the surgery. Half of the donut from the anus side on the anastomosis site was missing. The surgeon commented that it was caused by a deficiency of the device. Other devices were being used for other surgeries, so that there was no device in stock. Additional information was requested, and the following was received: what confirmation was there that anvil was completely attached? No further information is available. Where in the green gap setting range was the indicator? No further information is available. What purse string technique was used? No further information is available. How as rectal stump created? No further information is available. Was the original anvil from first device left in the bowel when completing the firing with the second device? The anvil was replaced too when the second device was used. Can it be confirmed that the trocar of the second device went through the same hole of the rectal stump as the first device? The purse-string was re-sutured when the second device was used. Are pictures of the donuts available? No picture is available.